Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6)2017, where a second lead was implanted to provide improved stimulation coverage.

Event description:
Additional information received identified the terminal lead ends were cut from the lead body while the lead paddle remains implanted.